Event description:
It was reported that the battery voltage read low on telemetry, compared to the save-to-disk voltage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance. Performance data was collected from the device and analyzed. A low telemetered battery voltage was noted. On (B)(6) 2010, the telemetered battery voltage was 2.48v, while the daily battery voltage trend measurement was 2.78v. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device and analyzed. A low telemetered battery voltage was noted. On (B)(6) 2010, the telemetered battery voltage was 2.48v, while the daily battery voltage trend measurement was 2.78v.

Event description:
It was reported that the battery voltage read low on telemetry, compared to the save-to-disk voltage. It was later reported that the device may have had premature battery depletion. Additionally the patient reported "the device was only working 50% of the time. It failed to keep my heart beating correctly." The device was explanted and replaced. No patient complications have been reported as a result of this event.